Event description:
It was reported that the patient was at the clinic and the device could not be interrogated. The caller did not try to get a magnet rate or electrocardiogram (ECG). The patient was sent to the emergency room (ER) because of coloring and symptoms of shortness of breath. Before the device could be interrogated in the ER, the patient left abruptly. The patient went back into the office and was connected to ECG. The magnet rate was 87 pulses per minute (ppm) and when they took the magnet off the pacing rate was 84 ppm. The caller put the programming head on a metal shelf and then took it off and put it on the implantable pulse generator(ipg). Immediately the device got telemetry and started to interrogate. The device interrogated all the way and the clinician was able to check it. Follow-up was conducted with the clinic. It was confirmed the patient's device was able to be interrogated only after placing the programmer head on a strip of metal. The caller believes that the programmer head had an intermittent issue (static buildup or other), and there have been no issues with the programmer or device interrogation since then. The programmer is still in use. The clinician also stated that they do not believe that the patient's symptoms were related to the device or any of the equipment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).